Manufacturer narrative:
The customer reported leaking from the white cap on material mp5303-c, lot 23129007. There were no physical samples returned, only photo evidence. The photos verified the material and lot, but were unable to verify the leakage reported. The complaint did not find any results. Without a confirmed or replicated failure, the root cause could not be found. Device history record review for model mp5303-c lot number 23129007 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05dec2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Infusion therapy. White cap closest to the needle on the tubing leaked when infusion started. There was no leaking with the flush prior to infusion. Once the port was accessed and the line flushed, fluid leaded from the white cap onto the patient. No known harm to patient.